Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient faced an issue of insulin flow blocked alarm. The events occurred within 3 or more hours after insertion. The insertion site was at abdomen. The patient replaced the infusion set and resumed on insulin successfully. No further information available.